Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot# l49378, implanted: (B)(6) 1998, product type: catheter. Product ID: 8703w, lot# l49378, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving intrathecal morphine 25mg/ml at 10mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that following a pump replacement on (B)(6) 2015 (due to end of life), the patient was having return of pain. A dye study was planned for (B)(6) 2015. The patient was prescribed oral morphine to treat pain symptoms. On (B)(6) 2015, the patient started experiencing withdrawal symptoms, so at that time the hcp programmed the pump to minimum rate mode. The symptoms were specified as flu-like symptoms, nausea, vomiting, and chills. The patient had also been provided percocet for surgical pain, and the patient felt better after taking it. Additional information received from the manufacture representative that the catheter was not aspirated during the replacement surgery, and a back table prime of 0.3ml was performed. The same catheter and connector from the previous pump was used. All the water was aspirated from the new pump reservoir, but no drug rinse was done. A catheter revision was done on (B)(6) 2015, where the catheter connector was removed from the pump and then replaced. After that, they were able to obtain good cerebrospinal fluid (csf) backflow. A dye study showed no issues. The reservoir was expected to be 23.6ml and 25ml was what was aspirated, which was the same amount that was put into the pump at the replacement. The event logs from the pump are normal, and the programming was confirmed to be correct from friday as well. Connection was checked again after connection with a dye study and showed no problems. No further diagnostics was performed, as it was noted that the hcp was confident that it was a catheter connector issue. After the revision, the representative was programming the pump to 20mg/ml at 1mg/day, and the hcp also wanted to program a 2mg bolus on top of the catheter prime. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.